Manufacturer narrative:
Product was returned to manufacturer . Examination is pending. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. According to the description provided by the reporter there is some inconsistency in the step were the event occured as it was mentioned in previous report that cage broke during first anchoring plate insertion , however, in the last update it was mentioned that the breakage happen with the second anchor . Additional clarification were also requested about the use of starter awl. Request for clarifications was made. Investigation still in progress conclusion not yet available.

Event description:
Roi-c : cage broken while inserting anchoring plate. Clarfication were requested about the surgical steps followed during the surgery , update were received on september. According to the reporter : the new cage used to replace the broken one was filled with artificial bone , the surgeon is very experienced and did not encounter any further issue for the second cage the adjustable stop was used during the operation according to the surgical techniques ; the surgeon removed the capar pin before impacting the anchoring plate to prevent any conflict risk . The issue was confirmed to happened in the second anchoring plate. Reporter mentioned that the starter awl were jammed which prevent from using . And it was not used again after cage rupture. Clarification requested to the reporter about this part. Investigation still in progress.

Manufacturer narrative:
Product was returned to manufacturer. Examination is pending. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. According to the description provided by the reporter there is some inconsistency. Request for clarifications was made. Investigation still in progress conclusion not yet available.

Event description:
Roi-c : cage broken while inserting anchoring plate. From information provided, the roi-c cage was implanted. When implanting anchors, the cage broke. Both devices were removed. Cage was replaced by a new one. Surgery was completed successfully. No impact on patient. Additional information on surgical steps were received : reporter has no image to provide on this case. According to him, the cage and the inserter were properly assembled, the axis of the intervertebral disc was respected, the surgical technique was respected for anchoring plate impaction sequence, the second anchor was impacted only when the first one was in place. However, he also stated that the issue occurred with the first anchor which is not consistent with the previous statement. Reporter also indicated that patient bones were normal. Clarification and additional information were requested.

Manufacturer narrative:
Corrections to all fields. This report was submitted in error. There are no allegations of malfunction associated with this device. This device did not cause or contribute to a death or serious injury.

Event description:
This report was submitted in error. There are no allegations of malfunction associated with this device. This device did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Fields were updated for this report; product was received by the manufacturer , a visual examination is being performed. First observation shows marks on both anchoring plates and cage breakage near its slot . All broken parts of the cage were received. Product seems to be not fully decontaminated which prevent from being fully inspected. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional requests were made to the reporter .investigation still in progress conclusion not yet available.

Event description:
Roi-c : cage broken while inserting anchoring plate clarification and additional information were requested. Update were received on august 1st 2018, according to the reporter : the recommanded surgical technique was followed to implant the cage. After the cage was damaged, it was removed the caspar pin is taken out before anchoring plate insertion , no conflict was possible after the cage breakage , the second anchor was pulled off, then the first anchor then the cage. The product was received by the manufacturer, investigation and evaluation of product are in progress.